Event description:
Company rep reported all of the buttons on the infusion device are non-functional. This was noticed during the start-up of the infusion device. The infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button, and these particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.